Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Patient originally received an aequalis reversed shoulder on (B)(6) 2009. Patient recently presented with shoulder pain and loss of mobility. Upon x-ray examination on (B)(6) 2016, it was revealed that the metaphysis had completely dissociated from the humeral stem. Failed device was removed from patient on (B)(6) 2016.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.